Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing about 120 units when customer expected about 220 units, and customer stated this discrepancy had persisted over about three months before call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, agreed to receive email with cartridge loading resources, and was instructed to call back for troubleshooting if issue recurred.